Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he is seeing halos on headlights of oncoming cars which is noticeable at night and it is a distraction when driving. He stated his daytime vision is perfect. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on 10/17/2012 and 10/24/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).